Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during printing the programmer¿s paper was stuck together and was giving off tiny electrical shocks or static cling. Moreover, the programmer was on rolling stand and the paper was coming out. Boston scientific technical services (ts) then discussed the level of shock and the standard everyday static shocks and stated that this programmer paper was prone to static. Ts then suggested to continue using the programmer and notify if shock was anything outside the paper printing or had higher shock level so that this programmer will be returned. Additional information was obtained indicating that the electrical cord had a circuit and was replaced. Hence, the issue was resolved and the programmer was back to its normal function. There was no patient involvement reported.